Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys hcg test system on a cobas e 411 immunoassay analyzer (e411). The first sample was measured twice, resulting as < 0.500 miu/ml accompanied by a data flag and 0.500 miu/ml. The <0.500 miu/ml accompanied by a data flag value was reported outside of the laboratory. The second sample was measured, resulting as 0.5 miu/ml. These initial sample measurements were performed when there were 5 tests remaining in the reagent pack. The reagent pack was removed and replaced with a new one. Quality controls were tested and there were no problems. The samples were repeated. The first sample was repeated two times, resulting as 10000 miu/ml and 10097 miu/ml. The second sample was repeated two times, resulting as 7.4 miu/ml and 7.45 miu/ml. No adverse events were alleged to have occurred with the patients. The hcg reagent lot number was 248675, with an expiration date of 09/30/2018. The customer checked the reagent pack that was removed and noticed that the microparticles in one bottle had settled to the bottom of the bottle. The customer believed that the reagent was not mixed due to a short mixing rod on the analyzer. The analyzer gripper finger was clean, sipper tubing was properly connected, and there were no issues with the reagent cover. There were no problems with the probe, probe descent sensors, probe spring, and probe position. There were no obstacles in the way of the probe and there was no damage to cabling connected to the probe. There were no issues with the rinse station. The anti-static brush was worn out. The field service engineer checked the instrument and confirmed that the mixing rod was broken. He replaced the mixer and adjusted its position. The instrument had no further problems after the service visit.